Event description:
It was reported that a patient received an undetermined alarm during use of the homechoice machine. This event occurred while the patient was connected. During troubleshooting, no abnormalities were noted that could cause or contribute to this system error. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.